Manufacturer narrative:
(B) (4). (B) (4). Broken jaw. Eval summary: the el5ml device was received for analysis and the analysis results showed that the device was noted to have the right jaw ramp broken off at the left side and disengaged from the cam. The broken piece was not returned. The device was tested for functionality and ejected the remaining clips due to the condition of the jaw ramp. One possible cause for the damage found might be excessive loading due to forming a clip over another clip exceeding the structural capability of the jaws. However, a corrective and preventive action has been initiated to address the root cause of the broken jaws. In addition the orange indicator did not show up. We have documented the circumstances as they were reported to us. In addition, a preliminary investigation has been initiated to address this issue. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed on the second firing. A new device was used to complete the procedure. There was no pt consequence.